Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see reports: 3002806535- 2017- 01004. 3002806535 - 2017 - 01005. 3002806535 - 2017 - 01006. Concomitant products: 154724 oxford uni tibial tray sz d lm PMA lot 447740. 159547 oxford anatomic bearing lt md size 3 PMA lot 697720. 161469 oxford twin-peg cemented femur md PMA lot 504800. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was revised from a partial to total knee due to unknown reasons. No further information has been made available at this time.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.